Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014) device evaluation: the lay user/patient¿s products have been returned on 09/10/2014 and evaluated by lifescan product analysis on 09/12/2014 with the following findings: the meter passed testing. The primary complaint could not be reproduced. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/26/2014). The patient¿s test strips have been returned on 10/16/2014 and evaluated by lifescan product analysis on 10/16/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 06/05/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On b)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to other devices. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on b)(6) 2014, at 4pm. The patient reported blood glucose results of ¿350 mg/dl¿ with the subject meter and ¿250 and 245 mg/dl¿ on other meters, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy (humalog 2.3 units). The patient continued to take her usual dose of medications. About 4 hours after the start of the alleged issue, the patient claimed she felt symptoms of shaky and dizzy. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.